Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified deformation, wear abrasion, yellow particles and creases. A weight test of the device was completed and the device was within specification. Cloudiness and voids were observed in the gel after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing. The event of wound dehiscence is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: wound dehiscence.

Event description:
Healthcare professional reported left side removal "due to voluntary recall (asymptomatic patient)". Additionally, healthcare professional reported "left breast wound". Device was explanted.